Manufacturer narrative:
Zimvie received one (1) tsv4b11 (imp,tsv,4.1mm,sbm,11.5) for evaluation. Visual evaluation was performed. Signs of wear however no fracture screw identified inside implant. Implant has a fracture collar. Unknown from removal process. DHR review was completed for the subject lot number 63850942. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63850942 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : screw¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 4, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction has occurred. The implants collar was fractured but the reported fracture screw was not returned for inspection. The reported event is non-verifiable, however the implant fracture has been confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The patient's teeth fall out naturally, implant healing surgery performed on (B)(6) 2022 in the upper left position: position 15, implant model: tsv4b11, in november of the same year, the crown was put on, and in october 2024, a follow-up examination found that the central screw of the abutment was broken and the central screw was removed. On (B)(6) 2025, the crown was reintroduced and fractured again, and the implant was removed. It was reported that fracture implant collar identified during investigation.